Event description:
It was reported that during a coronary drug eluting treatment procedure, deflation issue occured. The treatment was for an 95% stenotic, de novo lesion in the distal right coronary artery (rca). After predilation the taxus express2 - 3.00 x 28 mm stent was successfully deployed at 18 atms. It was noted that the taxus balloon inflated very slowly and that contrast was first seen at 18 atms. Upon removing the balloon, the physician was unable to deflate the balloon. Several unsuccessful attempts were made by dialing up and dialing down. The physician decided to deep seat the guide catheter down to the distal rca. During this time, the pt's blood pressure and heart rate dropped, along with st elevations. The physician then pulled hard causing the guide catheter, guidewire and inflated balloon to come off from the stent. It was decided to place the guide catheter, guidewire and inflated balloon in the aorta. The physician then decided to complete the procedure by going through the left femoral artery. A byotome was inserted to puncture and remove the inflated balloon. Once the balloon was removed and the pt was stable, a 3.5 x 23 mm cypher stent was placed in the mid rca and a 4.0 x 38mm zeta stent was placed in the proximal rca. No further intervention was noted. Pt status is reported as "good".